Event description:
I have a depuy hip with pinnacle parts. It's over 3 years old and is very painful. I can barely lift the leg to climb steps or to step over a curb. I often catch my toe and the pain is excruciating when that occurs. If I step a little hard it feels as if it is being jammed into my hip bone. I cannot lie on that side for more than a few minutes and it hurts constantly. I can barely step into pants and have to bend down to get my panties over the foot on the side where the hip was replaced. I was told I'd be able to snow ski again with this hip, but I still have trouble walking. It's horrible, painful, depressing, and I feel very hopeless. Dates of use: (B)(6) 2007 - (B)(6) 2010 still in use. Diagnosis or reason for use: arthritis.